Manufacturer narrative:
Manufacturer's investigation conclusion: a no external power alarm was confirmed in the review of the submitted log file. The log file contained approximately 26 days of data, spanning from (B)(6) 2019 22:18 to (B)(6) 2019 10:57, per the time stamp. The fixed speed was set to 8,800 rpm and the low speed limit was set to 8,400 rpm. A no external power/low battery hazard alarm was captured on (B)(6) 2019 at 3:54 while the system was powered by an mpu. The voltage levels indicated that power to the mpu was lost. The pump parameters were not affected during the incidents and the system was supported by the backup battery. Per the vad coordinator, it was unknown if the power cord became loose at the wall outlet or the back of the unit. It was also unknown if there were any environmental circumstances that would have affected a/c power at the time of the event. The mpu listed under the patient's equipment history is serial number (B)(4). Review of the device history records found that (B)(4) was manufactured with the v-lock ac connector. The patient remains ongoing on vad support. No product available for investigation. The heartmate ii lvas IFU and the heartmate ii patient handbook describe all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. The heartmate ii lvas IFU and the heartmate ii patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that no external power events while utilizing the mobile power unit were observed in submitted log files to technical services. It is unknown what caused the no external power events. No additional information was provided.